Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # 164c08. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that sc60a one device was returned with no apparent damage and with one ecr60g reload loaded on the device. The reload was received partially fired 1/2. In addition, one ecr60g reload (b) was present. The reload(b) was received fully fired, with five double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side and bent. The device was tested for functionality in the articulated position with the loaded reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Regarding the condition of the loaded reload, the partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 164c08, and no non-conformances were identified.

Event description:
It was reported that during the  surgery, on the first and second firing , noted oozing from the tissue section . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.